Event description:
It was reported that approximately two weeks prior to (B)(6) 2013; the patient had spasms and was taking oral baclofen to help with spasticity. The patient went in and the pump was increased 7% to 550 micrograms (mcg)/day and the patient was fine for 2 weeks. Then on (B)(6) 2013, they were stiff and needed help getting up. Later that day, the patient noted they "almost died", the pump "dumped a load" on them, and they were unresponsive. The ambulance was called, the patient had dilated pupils, and was given narcan, and then started to respond. The patient was taken to an intensive care unit (ICU), and the physician there did not believe the issue was related to the pump or to baclofen, but was related to their heart. The patient underwent tests for their heart, and the results came back fine. While in the ICU, the patient's bladder "shut down" and they required catheterization, they had 4 nightmares, and the ICU nurse said the pump "dumped" a load of baclofen on the patient. The pump was decreased 20%, and then turned back up 15% to 525 mcg/day. The patient was discharged (B)(6) 2013. The patient's urination returned to normal after discharge. The patient reported having a less serious episode a couple months prior, where they were somewhat unresponsive. They went to the emergency room (ER), and it took 2 days for it to work through their system. The patient's starting dose of baclofen after implant was 50 mcg/day in 2006, then they were up to 525 mcg/day. The patient was scheduled for normal pump replacement in (B)(6) 2013. It was additionally reported that the dose was decreased by 14% to 450 mcg/day, on (B)(6) 2013. A catheter dye study was done on (B)(6) 2013, which found a leak in the proximal catheter. A replacement was to be performed in the future. The patient had decreased respirations, and decreased muscle tone. The patient required hospitalization and recovered with sequelae. The cause of the event was a leak in the catheter due to a break, tear, or hole. The location of the catheter issue was the proximal (pump) segment. The pump was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).